Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached up to over 300mg/dl; this was reportedly due to the controller's basal program not working properly and insulin being delayed for delivery up to 4 hours (on 2 different occasions) for no identified reason. There was no medical attention sought as a result of this event.

Manufacturer narrative:
Correction to d1 - brand name changed from assembly, ust400 pdm final package, eros global packaging to omnipod insulin pump. D2a - common device name changed from unavailable to pump, infusion, insulin. D2b - procode changed from unavailable to lzg. Correction to d(4): sequence number changed from unavailable to 130876710. Lot number changed from unavailable to l61352 model no changed from 18900-5a to 14500-5a. Catalog no changed from unavailable to ust400. Unique identifier (UDI) # changed to (B)(4). Correction to g(5): PMA/510(k) # changed from k203768 to k192659.